Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Follow-up #1 date of submission 09/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2016 with the following findings: a review of the pump black box data showed that the data from the event had been overwritten due to continued use. The current black box indicated no evidence of short battery life. During investigation, a battery compartment crack was observed. The returned battery cap was undamaged and was able to fully tighten to the pump. The pump powered on with no power loss occurring. The current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.